Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the complaint were recorded. The pump information from the date of the complaint had been overwritten due to continued use of the pump. The returned battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of short battery life was not able to be confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that one day after changing the pump battery, a low battery alarm was emitted by the pump. It was noted that two different batteries from two separate packages were used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.